Manufacturer narrative:
These codes were determined based on information supplied by the user facility. The customer complaint has been confirmed. Visual exam revealed the device was torn and separated into two pieces; the location of the tear was approximately 3cm distal to the external flange (see figures 1-4). Functional evaluation noted that the proximal cap could be opened and closed without issue. A customer shipment history was reviewed; three possible lots were identified, which the suspect device may have originated. The device history record corresponding to each of the three lots was reviewed; no anomalies were noted. Additionally, a search of the complaint database revealed no additional complaints recorded for any of these lots. The may 2007 15-month one step button - enteral feeding product family trend report, inclusive of all failure modes, was reviewed; neither an adverse trend nor an above-limit data point was noted. The most probable root cause of the device damage is the use of excessive force while removing the device from the stoma site, causing the device to tear and separate.

Event description:
It was reported to bsc that replacement of a one step button feeding device was performed in 2007. The device, originally placed in 2006, (patient age and gender are unknown), was removed percutaneously under transnasal endoscopic observation. The physician stated that the feeding tube was removed with "less resistance than usual and [the] bumper was found to be left in [the] stomach." Using a balloon device (unspecified product & manufacturer), the physician attempted to remove the button; however, "the [button] got stuck in the esophagus and bleeding was found there." When the physician was inserting a competitor's feeding device, "there was bleeding from [the] gastro stoma." Then, the physician "skewered" the button using a balloon catheter and inflated the balloon to withdraw the button. However, the button got stuck in the esophagus, where the physician observed the bleeding to originate. Approximately one hour later, an unspecified over-tube was used and the button was removed. At that time, all bleeding had stopped and the patient's condition was reported as "stable."